Event description:
Pt had central catheter placed. Admitted 4/2/96 with infected catheter; treated with antibiotics and discharged. 6/2/96 admitted with discoloration of skin at site of catheter, elevated temp, c/o burning and pain. 6/4/96 to or for removal of infected central catheter.